Event description:
Info received indicates the casters continue to ratchet when in brake.

Manufacturer narrative:
The tech found the brake casters were worn. He replaced the brake casters to repair the stretcher.